Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultralink meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2015 at 10:45am the patient allegedly obtained inaccurate high results of ¿145 mg/dl¿ with the subject meter. The patient manages their diabetes with oral medication. The patient confirmed that they did make changes to their usual diabetes management regimen in response to the alleged product issue; the patient alleged increasing their dose of medication due to the inaccurate high result. The patient claims they developed symptoms of ¿shaking¿ 30 -45 minutes after the product issue began. The patent alleged self-treatment with glucose tablets on (B)(6) 2015. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Follow-up # 1: device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips have been further evaluated by product analysis and the vial was found to have been exposed to moisture. The additional tests performed on the test strip vial and the desiccant were to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.